Event description:
After an estimated implantation period of approx. 101 months, a shock impedance of less than 150 was reported during an ICD replacement. The physician reopened the wound and removed the lead from the header. After cleaning and drying he reconnected the lead, but the same values were observed. A measurement with a renamic-psa between rv-coil and skin shows normal values of 140 ohms were seen. The lead was capped and replaced.

Manufacturer narrative:
The ICD and a proximal fragment of the lead under complaint were received and thoroughly analyzed. The memory content of the ICD was inspected. The memory content documented a shock impedance value > 150 ohm on (B)(6) 2018, as mentioned in the complaint description. Besides this observation, no further peculiarities were documented. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, and there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. Additionally a sensing test was performed and the device sensed the attached heart signals free of noise. Furthermore, normal and expected impedance values were measured. Subsequently the 10.5 cm segment of the lead was inspected. During the visual inspection, cuts in the insulation were noted. These damages most likely resulted from the explantation procedure. No further deviations were noted which might have contributed to the reported out of range shock impedance. In particular, during the electrical analysis normal values were measured. In conclusion, the ICD was fully functional. There was no indication of an ICD malfunction. Based on the analysis of the proximal lead fragment, the root cause of the clinical observation could not be determined.